Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was placed under fluoroscopy. A leak was discovered during flushing. The PICC has a hole in the catheter lumen in the patient's vein. No harm to patient.

Manufacturer narrative:
The 2.6f PICC was returned for evaluation with approximately 32 cm of lumen attached. Visual inspection revealed no obvious damage. When flushed through the luer with the white clamp no leaks were noted. When flushed through the luer with the red clamp a leak was noted at the 18 cm mark. Under magnification it was noted that the lumen burst just before the 18 cm mark on the opposite side from the mark and continues approximately 0.4 cm. A definitive root cause cannot be determined. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacture processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) contains the following warnings, precautions, and statements: *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. *do not use sharp instruments near the extension lines or catheter lumen. *do not use scissors to remove dressing. *examine catheter lumen and extension(s) before and after each infusion for damage. *do not flush against resistance. *if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.